Event description:
The customer reported to baxter healthcare a one-link valve in which a no flow was detected during administration of propofol to a pediatric patient via a central line who was being sedated for an unspecified scan - either an MRI or CT scan. There is patient involvement; however, there is no report of patient injury or adverse event. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual and microscopic inspections were performed, which found no abnormalities with the sample. Functional testing on the device was not able to confirm the customer reported condition. Therefore a cause could not be identified.